Event description:
The MFR rec'd a report from a distributor, who pre-fills the injekt syringe with saline using a pump, for resale to hospitals and pharmacies. They report that a nurse was flushing a pt's line, and was sprayed with blood from a crack in the syringe during the infusion. The pt has tested hiv positive.